Event description:
An adverse event was reported from the (B) (4) study at (B) (6). The ae report states that the pt was operated on (B) (6) 2009 for cecum carsinoma.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.